Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during inspection. The insulin pump had no condensation on lcd window during test. However, it did have a cracked case at the corner of the display window, cracked reservoir tube lip, minor scratches on lcd window, and cracked battery tube threads. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had condensation under the screen. Customer is on vacation and got into a swimming pool with the insulin pump on. Customer's blood glucose was 230 mg/dl. Troubleshooting was done. Customer continued to have high blood glucose levels. The settings were changed as a result of them being low. Customer treated with bolus. Customer was advised to discontinue use of the device and revert to a back-up plan.